Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was further reported the patient had been using the recalled minicaps; however, the caregiver "did not know if the patient had noticed if the minicaps were dry or not properly sealed". The patient was hospitalized for the peritonitis event. Treatment was unknown. It was reported 20 days after event onset, the patient passed away. The caregiver reported the cause of death was due to complications "this infection caused"; however, it was not confirmed. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
The user facility submitted medwatch mw5115646 for this event. There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.